Event description:
It was reported that this right ventricular (rv) lead exhibited atrial tachy response (atr) episodes due to noise that occurred during device implant. The lead remains in service. No adverse patient effects were reported.